Event description:
Account called and alleged that there was a patient that had fallen out of this bed.

Manufacturer narrative:
Technician found that account did not know the proper way to arm the ppm system. Account showed technician what they are doing and tried to arm the ppm while the bed was empty. Technician inserviced account on the proper operation of the ppm system. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.